Event description:
A customer reported the equipment's aspiration was inefficient during a cataract with intraocular lens implant procedure. The procedure was completed with the same equipment and accessories. There was no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Pt code(s): 2199- not labeled. Device code(s): 2883- labeled. This report was mailed to FDA on: 07/03/2014. The manufacturer internal reference number is: 2014-18689.